Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off due to the customer not charging the pump. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer was in the hospital due to having knee surgery, and nurse administered an injection to address elevated bg levels. Reportedly, the knee surgery that the customer underwent was not related to diabetes, and the nurse administered an injection to the customer due to normal protocol while the customer was in the hospital. The pump was plugged into a power source and customer was able to successfully resume insulin delivery.